Manufacturer narrative:
Date sent to the FDA: 10/07/2020. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. If in your possession, may we have copies of your operative reports and/or medical examinations? Does ethicon have your permission to contact your doctors/surgeon(s), in the event ethicon would like to contact your surgeons for more clinical information to be used for a product quality complaint investigation? If so, please provide your doctor/surgeon¿s names and their email address/contact information. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Date sent to the FDA: 11/06/2020. Additional h-6 patient codes:2686. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Patient reported adverse events were submitted via 2210968-2020-07748.

Event description:
It was reported that the patient underwent a breast reduction procedure on unknown date and the suture was used. As patient reported, after the surgery, she experienced holes in her breast skin from suture. The patient was seeing several surgeons who recommend to contact manufacturer. It was also reported that the holes popped up every month to month and a half. It was reported that the patient will notice a bump and then 12 hours later she will see a full blown hole. The patient experienced also intense pain in her breast around each hole. On a scale of one to 10, she has a constant baseline of two pain. It spikes up to seven when she has a hole. Additional information will be requested.